Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cubie lid did not open while attempting to issue a cefazolin 2g vial. The customer encountered the error message "cubie lid failed to open." The customer attempted to tap the lid and select retry; however, the lid did not open, and no sound was heard. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cubie lid did not open. A technical support specialist was unable to reach customer after multiple attempts. No repair information was provided, and the case was closed.